Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15976. It was reported that the patient presented via remote transmission, battery performance alert (bpa) was noted. The patient then presented to an emergency room. Upon interrogation, noise was noted on the right atrial lead. Some oversensing was observed on the right atrial lead during testing with isometrics. All other lead measurements were within normal limits. The right atrial lead was capped on (B)(6) 2019 and a new lead was implanted and the implantable cardioverter defibrillator was explanted and replaced due to battery performance alert (bpa). No patient consequences were reported.